Manufacturer narrative:
The test strips were provided for investigation where it was tested using a retention meter and retention controls. Testing results (qc range = 2.5 - 3.1 inr): qc 1: 2.8 inr, qc 2: 2.7 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. The reporter stated that they used two lots of test strips. The blood was reportedly taken by a "special laboratory" that came to the patient's home to draw the blood and then sent it to the laboratory. The meter result from the first lot was 7.2 inr. The meter result from the second and the reported lot was 7.3 inr. The laboratory result was 5.6 inr. The results comparison was performed within two hours. The therapeutic range is 3.0 - 3.5 inr.